Manufacturer narrative:
(B)(4). This lot was manufactured from february 27, 2014 ¿ march 4, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual and microscopic inspections were performed and revealed no evidence of any particulate matter either inside or outside of the balloon. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a red mark on its bladder. This was identified during filling with an unspecified solution and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.